Manufacturer narrative:
No product is being returned for eval but the lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.

Event description:
Myomectomy - "it was reported that during the procedure, the surgeon found a piece of rubber which was later found to be a piece of the septum deal torn off. The piece was retrieved and there was a minor air leakage but the procedure continued normally without any other incidents."